Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, it was believed the lp helix became extended after getting caught on the protective sleeve. The lp was exchanged without issue. There were no patient consequences.